Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: one powerport m.r.I isp implantable port kit with kit component was returned for evaluation and one photo was provided for review. The photo shows the product label on which product details and issue was mentioned and verified. Inside that packet a partial view of a catheter was noted. Gross, visual and functional evaluations were performed on the returned device. An attempt to load both fully peeled sheath shafts to the received dilator was performed to align the shafts to the dilator. Multiple bends were observed throughout the shafts. Therefore, the investigation is inconclusive for the reported deformation due to compressive stress, material puncture/hole and failure to advance issues as the sheath was received in fully peeled condition and the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an implantable powerport procedure using powerport m.r.I. Isp. It was reported that, during a procedure, after the physician placed the sheath and removed the wire and dilator, attempted to advance the catheter through the sheath but stopped. The team used the c arm to assess the issue, and imaging revealed that the sheath looked like an l or hole in it. There was no reported patient injury.